Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. The procedure was completed with a second fiber. No patient or end user injury was reported. The patient outcome was reported as "fine."

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The results of the failure analysis disclosed that the fiber cap was intact and attached, drill through. The bevel section was melted and exhibits burnt glue. The fiber cap exhibited detritus, char, excessive devitrification, and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, accelerating the fiber cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage. (B)(4).